Event description:
The event/complaint occurred on an unspecified date and involved a 60" smallbore ext set w/0.2 micron filter, clamp, luer lock. Leaking was reported on the extension set while on a patient infusing medication. The reporter was unsure of the exact location on the tubing where the leak occurred, but stated that it was likely on the filter. The involved medication was not a chemotherapy drug. The tubing was replaced and the patient's therapy resumed. This is the second of two reports for this event/complaint.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -1 used sample list #b2155 connected with a used unknown, microclave. As received, unknown residuals solution were observed on the 0.2 micron filter. No additional damage or anomalies were confirmed. The set was primed and tested as per procedure and leakage coming from the inlet filter vent was confirmed. No additional leaks along the device were observed. The customer's complaint of leakage can be confirmed based on the used physical sample evaluation. The probable cause of the leakage observed on the inlet filter vent is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A review of the device history record could not be conducted because the lot number was unknown.